Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system became unresponsive when attempting to load an image. It was reported that the navigation system was unresponsive to mouse prompts from the user. Restarting the navigation system reportedly resolved the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Device code was corrected. Eval code- conclusion was corrected. If information is provided in the future, a supplemental report will be issued.